Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: dislodged stent implanted in an unintended site, is considered to be permanent impairment. Device issue: stent dislodgement. It was reported that when the 2.75 x 15mm rx promus stent delivery system (sds) was being advanced through the guiding catheter, into the ostium of the right coronary artery (rca), the promus stent became caught on a previously implanted non-abbott stent and the stent dislodged. The sds was pulled out and the stent was deployed in the ostium of the rca and aorta in an unintended site. The procedure was continued and the final result was good. No add'l event or pt info is available.